Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the revision surgery, the surgeon felt that they were little bit tight between insert (stryker product) and ceramic head (lima product)."